Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that on site inspection of the equipment and fault code logs, confirmed the customer reported issue. The drive manifold assembly was replaced (0104-00-0031). Device passed the performance and safety checks according to factory specifications. The following investigation was performed by (B)(4) technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 21 jan 2026. The failure analysis and testing dept. Received part number 0104-00-0031 drive manifold assy. Serial number (B)(6) with a reported unit failure of automatic inflation failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0031 drive manifold assy. Serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the drive manifold to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed the all manifold test. The drive manifold passed all testing. The fat dept. Then proceeded to boot the cardiosave into clinical mode to perform an autofill (automatic inflation) as described by the customer. The cardiosave autofilled and began to pump with no problem observed. The fat dept. Could not replicate the complaint of automatic inflation failure. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure number (B)(4).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6), full event site address is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) failed to inflate automatically. After the alarm sounded, the hospital replaced the device and no patient was harmed.